Event description:
Resterilized ascent 11mm non threaded trocar with shielded obturator and universal seal did not function properly when dr. Attempted to use during a laserlaparoscopy. A new trocar was used without incident.